Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery device would not charge was confirmed. An assessment was performed and found that the battery was defective and would not hold a charge. The assignable root cause was determined to be due to normal wear from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that when setting up the equipment for the first time it was observed that the battery device would not function. During in-house engineering evaluation it was found that the battery device was defective and would not hold a charge. It was reported that the battery device was never used. The reporter stated that when the battery was placed in the charger device the red light came on. It was reported that the event did not occur during a surgical procedure. It was not reported if there were any delays due to the event or if a spare device was available. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.